Event description:
It was reported that during a mastoidectomy surgical procedure, it was observed that air was getting in the large bore portion of the irrigation tubing device that came from the bag and caused the irrigation to stop working. According to the report, the staff primed the tubing prior to inserting the tubing into the pump head. A pocket of air was created on either side when inserting the tubing into the pump head and was not allowing the flow to initially deliver right away. The reporter stated that it was difficult to get all the air out of the tubing when priming. There were no delays to the surgical procedure as an identical spare device was available; however, it was not used. The reporter indicated that the irrigation was completed by hand with a syringe. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was not returned for evaluation, a photograph was returned for evaluation. The device was not returned for evaluation, a photograph was sent in for review. However, the photograph is only of the label of the complaint. Therefore, the reported condition could not be duplicated or confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.